Event description:
There was an allegation of questionable sodium electrode, ast, and alt results from the cobas 6000 c501 module. Patient 1's initial sodium result was 113 mmol/l, and the repeat result was 133 mmol/l. Patient 2's initial sodium result was 118 mmol/l, and the repeat result was 131 mmol/l. Patient 3's initial sodium result on (B)(6) 2025 was 90 mmol/l, and the repeat result was 140 mmol/l. Patient 4's initial sodium result on (B)(6) 2025 was 125 mmol/l, and the repeat result was 134 mmol/l. Patient 5's initial ast result was 230 u/l, and the repeat result on (B)(6) 2025 was 19 u/l. Patient 6's initial alt result on (B)(6) 2025 was 401 u/l, and the repeat result on (B)(6) 2025 was 22 u/l.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. A field service engineer (fse) replaced leaky cell rinse tubes and ran confirmation tests that passed. The instrument was running within specifications. The investigation determined that the service action resolved the issue.